Manufacturer narrative:
Device received with no button response on esc and act button due to flattened dome switch. The connector was inspected and locked on lcd board noted. Unable to verify motor error or no delivery due to keypads not responsive. The motor was tested outside the device and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error and buttons error. The customer¿s blood glucose was unknown at the time of incident. The customer also reported that they had to press the buttons twice and had no delivery alarm. The customer also stated that none insulin squirting. The insulin pump will not be returned for analysis.